Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician evaluated the device and was not able to duplicate the reported issue (reset alarm).

Event description:
The customer reported complaint states that the reset alarm was occurred but there was no patient involved in associated with the reported issue.